Event description:
Surgeon reported that patient was experiencing hip dislocation from previous hip replacement, resulting in revision. During the revision procedure, the surgeon removed the patient's acetabular liner (competitor product), and replaced it with another competitor product.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.